Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Implant date, explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s.. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1, -10.0 diopter implantable collamer lens tore. The lens was implanted and removed intraoperatively and an alternate lens was implanted at a later date. The problem was resolved. Reportedly, there was no patient injury. The cause of the event is reported as unknown.

Manufacturer narrative:
B5 - the reporter indicated that a 12.1mm vicmo12.1 -10.0 diopter implantable collamer lens tore during injection/delivery into the patients left eye (os) on (B)(6) 2020. Reportedly, patient contact but no patient injury. The lens was intraoperatively implanted and removed. On (B)(6) 2020 a same mode longer length lens was implanted. The problem was resolved. Claim # (B)(4).